Event description:
It was reported that both leads fractured during extraction and were not able to be completely removed due to the patient's anatomy. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the distal segment of the lead was returned, analyzed, and the inner insulation had breached metal induced oxidation (mio). It was also noted that the proximal conductor was distorted, that all conductors had blood/body fluid (not obstructed), the inner insulation had cosmetic mio, the outer insulation had breached mio, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix mechanism and there was tissue on the helix. (B)(4) - the medial segment of the lead was returned, analyzed, and the inner insulation had breached metal induced oxidation (mio). It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was melted, all insulators had cosmetic environmental stress cracking, and the lead was stretched.